Manufacturer narrative:
Thermogard xp ivtm system (s/n# (B)(4)) was serviced at customer site. The customer reported complaint for the thermgoard displaying an error message mid: 09 (air trap assembly) was confirmed during initial functional testing. The defective air trap sensor block was replaced to remedy the issue. The console passed all the final functional testing and meets all manufacturing specifications. The console failed the initial functional testing due to error message mid: 09 displayed during power up. The air trap sensor block was found defective due to the start -up kit (suk) air trap leak. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for thermogard xp ivtm system s/n: (B)(4).

Manufacturer narrative:
Zoll has not yet received the zoll console for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
A patient was hospitalized and an ivtm therapy was needed. The indwell time of the catheter was 30 hours. The patient was rewarmed and was being maintained at normothermia when an air trap alarm was noted. The customer replaced the console; however, similar error message occurred. The attending nurse found fluid in the air trap chamber and the saline bag was noted to be decreasing. The customer was able to dry the air trap chamber. The start-up kit (suk) was replaced and therapy was continued without any issue.